Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they needed assistance determining if the therapy was off. The handset was not charged initially, so they had to call back after charging and they were able to successfully connected and were able to confirm therapy was off and in MRI mode. It was also reported that the patient's ins was "broken ," which was why the therapy had to be turned off. They said that for 3 years, the thing hadn't worked. When asked for details about it being broken, the caller said 2 impedances were noted by 2 different manufacturing representative's (rep). The event and notify dates were unknown. They were told by reps that it was still possible to get symptom relief despite there being 2 impedances. The agent provided high-level overview of how therapy works and that more details would be needed to determine therapy effectiveness with abnormal impedances. They requested that a rep come to the hospital to help with finding a setting that "won't lead to discomfort." They also reported they were having a urinary urgency issue. The didn't currently have a managing doctor. The rep was contacted about the situation and they indicated that they touched base with the patient. On 2025-may-29 additional information was received from a manufacturer representative (rep). The rep reported that electrodes 2 and 3 were greater than 4000ohms which was on 2024-jul-18. The cause of the impedances were unknown. The patient wanted the device taken out, but their family member hadn't booked an appointment with a new physician. They had been discharged by several doctors. The issue was not resolved, but no further action was needed.